Event description:
It was reported that following the implantation of a monarc, the patient experienced exposure resulting in persistent granulation tissue polyp close to the right vaginal sulcus. It was noted that the device was excised on (B)(6) 2016 and that the patient was to have short term topical estrogen. Additional information was requested, if received, a follow up report will be sent.